Event description:
It was reported to philips that the system was unable to boot properly. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) examined the system remotely and confirmed that the system was unable to turn on. Review of the logfile shows malfunctioning ¿fan tray and dcps¿. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found damage to the fdcsib and/or the fan and power tray module in the m cabinet and the camera was malfunctioning. To resolve the issue, fse replaced fan and power tray and fdcsib in the camera's m cabinet. The defective part was sent for analysis, for pdu fantray fru failure was found and the failure was found to be defective fan tray interconnection board and power supply ac/dc. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.